Manufacturer narrative:
Pump received with minor scratched lcd window. Test reservoir lock properly inside the reservoir tube. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error alarm noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there was crack in case and had moisture damaged to insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.